Event description:
The complainant alleged that during a routine shift check by a clinician, the device's front panel control analyze button was inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.